Event description:
User facility mandatory medwatch received that stated the following: "a dual pump was set for an insulin drip and IV normal saline infusion. The pt received the insulin at the rate of the normal saline; the normal saline was infused at the rate of the drip. When the nurse investigated this, it was found that the tubing had been entered into the side of the dual pump for the wrong settings. With an analysis of this completed, the findings had been that the nurse programmed the pump side a for the saline then placed on standby, then programmed side b for the insulin and placed in standby. When she does this the screen goes blank you cannot see your info you have just entered. She obtained the medication and IV fluids then, hung them but the tubing for saline was entered into the side of the pump that was set up for insulin, she entered the tubing and meds for insulin on the side of the pump for saline. The pump was turned on at that time then the screen with your settings is displayed. She felt that if the screen had displayed the correct sides while placing the tubing this error may not have occurred. Two medications to be given with one pump, both at different settings. The pt had a very high glucose blood sugar thus was able to tolerate the increased insulin that was administered initially. Freq blood sugars and appropriate amounts of glucose administration following the event prevented his blood sugars from reaching critically low levels." Multiple unsuccessful attempts have been made to obtain add'l info on reported operator error resulting in the pt receiving more medication than intended.

Manufacturer narrative:
User facility mandatory medwatch was received (B)(4) 2011. The report number is (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the report upon query by hospira personnel.